Event description:
It was reported that after stent deployment in a lad lesion, a retrograde dissection to the left main resulted. This occurred after the stent was deployed partially into the left main. An iabp was inserted and the pt was sent to the ccu. The pt reportedly refused surgery. The product has been retained by the hosp.